Event description:
A malfunction was reported on the pump, but no notable events preceded the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer independently reset the pump after receiving pump reset information from technical support and was advised to continue using the pump while monitoring for any recurring malfunction codes. Customer acknowledged and understood the instructions provided.